Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose was above 400 mg/dl and read as "high" on the continuous glucose monitor (cgm), and was addressed via a bolus through the pump. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.